Event description:
It was reported that during a sleeve gastrectomy procedure, the device delivered an incomplete staple formation. This led to excessive bleeding. It was not reported how the procedure was completed. There were no adverse consequences for the patient. No devices will be returning.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.